Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that after the impella placement a high purge pressure and purge blocked alarm occurred. A decision was made to replace the impella with a one. The new impella was inserted successfully. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states in section: using the automated impella controller with the impella rp with smartassist system catheter that ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ it also states in section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- d6a/d6b.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The impella cp pump was returned for investigation. Visually inspected and biomaterial ingested over the purge gap was observed. No purge line kinks, or other abnormalities were found. The cause of the high purge pressure issue was due to biomaterial ingestion over the purge gap per field investigation.

Manufacturer narrative:
Section b1, b2,b3, b5, and h6 was updated as per additional information. The event is updated from malfunction to serious injury as per new additional information.

Event description:
Additional informations received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute limb ischemia of the left lower extremity (lle) with a "possible" relationship to the impella device used: ¿patient developed acute limb ischemia of the lle after removal of the impella and va ECMO cannulas (left foot cold, no pulse able to be palpated or dopplerable). Patient was taken to the or emergently by vascular surgery for left femoral cutdown and embolectomy. Doing well post op.